Event description:
The dental implant fx4010swc was removed on (B)(6) 2019 due to failure to osseointegrate 1 month and 6 days after implantation. The patient has history of diabetes and tobacco use. The doctor noted bone resorption during the surgery. The patient has recovered without complications.